Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that over 40 non-sustained lead noise episodes were recorded. Programming changes were recommended.